Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 08/12/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed residue of viscoelastic (ovd) and loose particles in the optic body compatible with handling the lens and suggesting the lens was handled/prepared for surgery. No scratches were observed on the lens. The customer's reported complaint was not verified. Manufacturing records review: manufacturing records were reviewed and the lens was manufactured and released according to specification. A search on complaints revealed no additional complaints have been received for this production order number. There were no associated deviation or non-conformity reports found in the manufacturing record review related to this complaint and/or similar issues. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was not verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a scratch was noticed on an intraocular lens (iol) when preparing to insert the lens into cartridge. No patient contact reported. No further information was provided.